Event description:
It was reported the patient had a remote transmission done due to a recent stroke. There was no indication regarding the cause of the stroke. The transmission indicated occasional atrial undersensing with the patient's implantable pulse generator (ipg). No performance issues were identified and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.